Event description:
It was reported that the cassette sensor was defective. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received evaluation of complaint that the cassette sensor was defective. Event history was reviewed and there were no errors related to the customer complaint. There were no services previously reported. Probable cause was defective latch lock and flex circuit sensor. Visual and functional testing was performed. Complaint that the cassette sensor was defective was confirmed. The latch lock and flex circuit sensor were found to be defective and replaced. Performance verification testing was performed: probable cause was defective atch lock and flex circuit sensor.